Event description:
A pt reported through social media that their lasik surgery "failed". Refractive measurements and some history were provided; however, no contact info was published. The pt cannot be identified, and no further f/u is possible. This report will address the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).